Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Type of procedure: laparoscopic cholecystectomy event description: wouldn't fire any clips during laparoscopic cholecystectomy. Opened a new one with the same brand and no issue. Additional information from nca via e-mail on 30july24: the procedure is for laparoscopic cholecystectomy. Surgeon was about to use the endo clip applier he tried to squeeze the handle to release the clip but it won't work. He tried to check multiple times but nothing happened. He requested a new one same brand and it worked. For laparoscopic cholecystectomy procedure this endo clip applier was faulty clip applier . It won't eject clips as it should be. Report and initial letter from mhra in the attachments. Patient status: unknown intervention: opened a new one with the same brand and no issue.

Event description:
Type of procedure: laparoscopic cholecystectomy. Event description: wouldn't fire any clips during laparoscopic cholecystectomy. Opened a new one with the same brand and no issue. Additional information from nca via e-mail on 30july24: the procedure is for laparoscopic cholecystectomy. Surgeon was about to use the endo clip applier he tried to squeeze the handle to release the clip but it won't work. He tried to check multiple times but nothing happened. He requested a new one same brand and it worked. For laparoscopic cholecystectomy procedure this endo clip applier was faulty clip applier. It won't eject clips as it should be. Report and initial letter from mhra in the attachments. Additional information from company rep. Via e-mail on 14aug24: the issue initially observed when the first clip or a subsequent clip was loaded and it didn¿t fire at all. Patient status: unknown. Intervention: opened a new one with the same brand and no issue.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit resulting in multiple dry fires that confirmed the complainant¿s experience of no clip loaded. Visual inspection was performed on the event unit, where no nonconformances were identified. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.